Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used for a neuro soft tissue ablation procedure. It was reported that intra-operatively, when they got down to magnetic resonance imaging (MRI) to do a volumetric scan, they noticed a small hemorrhage in the patient's brain. Additional information was received regarding the placement of the catheter. It was reported that the site placed two catheters. The hemorrhage occurred on the first catheter placement, the more posterior catheter of the two. There were no issues placing either catheters, and both were placed accurately. A non-medtronic robot was used to stereotactically place the catheters. The surgeon suspected that the hemorrhage may have occurred while inserting the catheter; the catheter was accurately placed and secure throughout the procedure, it was suspected that it may have hit a small blood vessel when it was initially inserted. The surgeon was not concerned and continued the case. The procedure was completed without delay. The patient left same day without issues. There was no reported impact to patient outcome.